Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's sus voluntary event report from the FDA which states, "there is a problem with alaris bd infusion pump. Pumps are programmed so that when computer programmed IV volume reaches zero pump arbitrarily cuts infusion rate to 20 mls/hr. This is extremely dangerous especially in acute care settings and negates the purpose of a "continuous infusion". In this specific case, acutely ill hypertensive patient on max dose nicardipine at 75 mls/hr. Each bag contains 200 mls. So at the minimum 9 times per 24 hour period IV infusion rate is automatically cut by more than 60 percent. If rn is not present in room or is busy with another patient this creates a potentially dangerous scenario for the patient.IV pumps should never reduce flow rate. This feature serves no purpose and should be banned. This pump violates the 5 rights of medication administration (right dose). In 2016 (B)(6) university released study citing more than 250,000 patients dies each year related to medical errors, making it the third leading cause of death nationwide. Alaris claims their pumps are widely used with this dangerous feature nationwide. This is a frightening thought. How many patients have already been harmed or have died because of this unnecessary programming feature? Is it unconscionable to allow this feature to remain in clinical areas. The pump programs must be updated in the name of patient safety. I am charge nurse in busy critical care unit with nearly 12 years bedside experience. This programming feature is a fatal flaw and must be addressed." Adverse event and/or products problem section of the customer's sus medwatch report lists product problem, but "other serious (important medical events)" is checked. The customer later reported that on a telemetry unit the pump was beeping, the rate had dropped to kvo and the patient was getting an insufficient dose of nicardipine. The nurse programmed additional vtbi as there was still sufficient volume left in the bottle. The primary nurse indicated that this issue had been happening with the nicardipine infusion throughout the day resulting in periodic drops in the infusion rate. It was discovered later that day that the patient was 30 weeks pregnant and the hypertension was due to preeclampsia. Staff were having difficulty managing her blood pressure. By the evening her membranes had ruptured. The patient was transferred to the ICU and then transferred within hours to a higher level facility for emergent management and possible premature delivery. Long term outcome to the mother and baby was unknown to the reporter.

Manufacturer narrative:
Correction on initial report: outcomes attributed to adverse event.